Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump froze when attempting to bolus for food. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm or frozen screen was noted. The pump had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.